Manufacturer narrative:
The device has not been returned. The event has been evaluated by communication from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10.per the customer, the device associated with this event did not malfunction. This issue of the image being displayed intermittently green was caused by the customer¿s third-party software problem.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. The customer's technician, found it was a software problem and was able to press the refresh button twice to get the image to display normal and will be upgrading software. No further information was reported.

Event description:
The customer reported to olympus that during testing of the device while using gmed, the doctor would switch back and forth and the image intermittently displayed green. Toggling back and forth the image would then reappear. There was no patient injury reported.